Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
Patient was post coronary artery bypass graft (CABG). Low cardiac output resulted in patient going into cardiac arrest with atrial fibrillation (a-fib)/ rapid ventricular response(rvr) .patient was being a-paced. Waveform was dampening. Patient expired. Cardiopulmonary resuscitation(CPR) was performed. A separate report will be submitted for the cs300 intra-aortic balloon pump (iabp).

Manufacturer narrative:
Section d added serial # (B)(6) device evaluation: the product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The extender and pressure tubing were also returned. Two kinks were found on catheter tubing and inner lumen approximately 46.7cm and 75.9cm from the iab tip. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked locations. The condition of the iab as received indicated kinks on the catheter tubing and inner lumen. This can cause difficulty monitoring the waveform. The evaluation confirmed the reported problem. We are unable to determine when the kinks may have occurred. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4)

Event description:
Patient was post coronary artery bypass graft (CABG). Low cardiac output resulted in patient going into cardiac arrest with atrial fibrillation (a-fib)/ rapid ventricular response(rvr) .patient was being a-paced. Waveform was dampening. Patient expired. Cardiopulmonary resuscitation(CPR) was performed. A separate report will be submitted for the cs300 intra-aortic balloon pump (iabp).